Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for high blood glucose of 546mg/dl. The customer stated that she is not sure if the admission was pancreatitis or high blood glucose. The customer stated that she had a bad stomach pain, and she went to the emergency room. Reviewed the alarm history and it revealed and empty reservoir alarms. The customer stated that she changes the infusion set every four to five days. Informed customer to change infusion set every two to three days. No further info was provided.